Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system software corrupt/crashed during the system boot up. The analysis of the system log file found that the software bug 'co_e_server_exec_failure', resulting in the multiple software crash during the event. To resolve the reported issue, the fse reloaded the system software using a backup and verified the system was functioning correctly. The system was then returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray application was unable to boot. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.